Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site. The patient was treated with topical antibiotics (specific date and duration not reported) and the skin was excised under local anesthesia on (B)(6) 2026.